Event description:
It was reported that the lead was capped and replaced on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting a chronically low pacing impedance. The patient underwent an unrelated cardiothoracic surgery, where chest x-ray confirmed externalized conductors. The physician had planned to replace the lead once the patient had fully recovered. The patient was in stable condition.